Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of provided patient x-ray images finds nothing indicative of a product problem. It was not possible to determine a root cause for the problems reported using the provided images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> update 31-mar-2022 no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation records alleges heavy metal poisoning from the toxic heavy metals, scar tissue formation, tissue destruction, metal wear, loss of enjoyment of life, limitation of daily activities, emotional trauma and distress. Doi: (B)(6) 2010. Dor: (B)(6) 2021. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increase. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient began experiencing pain posy mom total hip with pinnacle mom and a summit stem. Labs showed elevated metal ions for both cobalt and chromium. A head and liner exchange was performed. Surgeon chose to utilize pinnacle dm after a significant capsulectomy was performed. Doi: unknown, dor: (B)(6) 2021, affected side: left hip.